Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "always twist the luer-lock connection between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was disconnected. An infusion set change was performed to resolve the issue and insulin delivery was resumed. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose was 95 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.